Event description:
(B)(4). Also, I am having headaches constantly, nausea pretty much all the time, and gastrointestinal problems.

Event description:
(B)(4) device was provided by planned parenthood. I have had symptoms since the first couple of months after receiving my essure implants. They include: extreme fatigue, restless legs, severe mood swings, brain fogginess, constant cramping even when not on period. Extended periods, they used to be 3-4 days and now they are 7-9 days, sometimes longer. Also, rashes, hair is thinning, my depression and anxiety have been also getting worse in the past year and a half. I have also been having painful sex and my breasts hurt all the time. I have been having painful bowl movements, and diarrhea constantly. My nails and hair have been brittle even with extra vitamins. I also cannot loose weight, exercising hurts now. It feels like my coils can move around and when I bend down I can feel them flexing. My vision has also been a little off, bright light now bothers me and I have also been experiencing eye sparkles or floaters more often.